Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. During inspection and testing, the service technician was not able to identify the foreign object or the cause of the foreign object in the nozzle. Based on the results of the legal manufacturer's investigation, it is possible the user's reprocessing was inadequate. However, a definitive root cause could not be determined. The reported issue (reduced angulation) was confirmed. It was observed the bending angles in all directions were out of specification due to wear of the angulation wire. In addition, service found there was a leakage due to a pinhole on the connecting tube, the light guide lens was dirty, the plastic distal end cover was scratched, the adhesive on the bending section cover was detached, there was a clotting protein on the bending section cover, the connecting tube was buckled, the grip was scratched, the universal cord was wrinkled, the video cable was scratched, there was play in the angulation knobs due to wear of the angulation wire, and the light guide bundle was broken. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The device's instructions for use (IFU) provides the following regarding inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The reprocessing manual provides the following information that can help to reduce/prevent the occurrence of the reported issue (foreign objects): "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." "Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Manually cleaning the endoscope and accessories clean the external surface_ immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution." "Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting reduced angulation. The reported issue was identified while reprocessing the subject device. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed the bending angles in all directions were out of specification. The subject device was then returned to an olympus service center for further evaluation. Upon inspection and testing of the returned device, foreign objects were observed in the nozzle. This report is being submitted for the foreign objects in the nozzle.